Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to close out of all running applications, confirm transmitter ID is correct, reset smart device and re-pair transmitter, which was unsuccessful. No additional patient or event information is available.